Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the device experienced product fails to support occupant. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The device that was pending was communicated that there was no issue with the device. Section h codes have been updated. The number of events summarized has been changed to 0, but the field is marked as 1 due to system requirements.

Event description:
This report now summarizes 0 malfunction event, instead of 1.